Event description:
It was reported that during intra-aortic balloon (iab) therapy, (B)(6), ICU rn, called for assistance troubleshooting a fiber optic sensor failure alarm. Kim took over the call and successfully changed over to the inner lumen for alternate ap access, waveform and numbers were appropriate. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
Initial reporter full name: (B)(6). Occupation: manager. Additional initial reporter name/occupation - (B)(6), ICU rn & (B)(6). Event site full name: (B)(6) hosp. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The optical fiber was found broken within the catheter tubing approximately 64.3cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that after 24 hours of intra-aortic balloon (iab) therapy, kelly, ICU rn, called for assistance troubleshooting a fiber optic sensor failure alarm. Kim took over the call and successfully changed over to the inner lumen for alternate ap access, waveform and numbers were appropriate. The patient was not moving when the failure occurred. There was no reported injury or adverse event to the patient.